Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from israel, edwards received notification of pascal procedure in mitral position. During the procedure, loss of capture was noticed, when trying to bail out, the implant detached from the implant catheter(ic) and was free in the heart. During the procedure and after capture and close implant, started to release the implant from the ic, clasp wires were out, it was noticed that the posterior leaflet was out and was not captured. When the system was elongated and retracted, it detached from anterior leaflet. It was tried to bailout and during the bailout the implant did not elongate completely, so it was assumed that during the one of tries to pull back, the implant detached from the ic and was free in the heart the physician then took it out with a snare and the procedure was continued and finished with mild regurgitation result. Patient's final outcome was stable condition.